Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 7f sheath prior to an ablation procedure. Reportedly, when the sheath and guide of the prostyle were in the vessel, good back flow was observed through the marker lumen. When the device was pulled back with the feet to the vessel wall, no air with negative pressure was seen through the marker lumen. The device was removed, flushed again and reattempted with the same result. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 17f, and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported obstruction of flow could not be determined. Factors that may contribute to obstruction of flow include, but are not limited to, under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.